Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and after connecting the octaray¿ catheter the irrigation was blocked. The medical team checked the pump and re-seated the irrigation tubing multiple times, released the back pressure in the stop cock, but the issue was still there. This time the catheter irrigation was at a slow drip. These issues were noted after the device was used on the patient. The catheter was replaced and the issue was resolved. The case continued.

Manufacturer narrative:
On 24-oct-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and after connecting the octaray¿ catheter the irrigation was blocked. The medical team checked the pump and re-seated the irrigation tubing multiple times, released the back pressure in the stop cock, but the issue was still there. This time the catheter irrigation was at a slow drip. These issues were noted after the device was used on the patient. The catheter was replaced and the issue was resolved. The case continued. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. An irrigation test was performed and an occlusion was detected. Further investigation revealed that the irrigation tube was bent in the tip section. A manufacturing record evaluation was performed for the finished device 31274644l number, and no internal actions related to the reported complaint condition were identified. The condition observed in the irrigation tube could be related to the irrigation issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of damage observed in the irrigation tube could not be determined. The catheter instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized normal saline prior to insertion into the body and ensure that saline flows through the distal end of the irrigation lumen. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: pc-(B)(4).